Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter not known at the time of filing. (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that cmos battery which is in the system pc was bad and replaced. The system then passed the system checkout and was found to be fully functional. No device were returned for analysis. Device manufacture date not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the system failed to boot. There was no patient present when this issue was identified.